Event description:
On november 5, 2004 the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The patient reported blood glucose results of 190 mg/dl with the lifescan meter and 102 mg/dl on a laboratory device, performed within 21 to 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The patient contacted a medical professional for advice; however, no treatment was received. The customer care representative was unable to walk the patient through quality control testing, as the control solution had expired. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.